Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Pump received with cracked battery tube threads noted.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.